Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device monitor only displays a test pattern for an image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause of the complaint was not established olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.